Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that post magnetic resonance imaging - MRI, upon device interrogation, the right ventricular lead exhibited multiple episodes of noise reversion and high ventricular rate. Review of the electrograms revealed right ventricular lead noise. The noise could be reproduced with arm movements. All other electrical measurements were stable. The device was reprogrammed. The patient was asymptomatic to the event and was in stable condition.

Event description:
New information received noted that the patient presented in the clinic on (B)(6) 2019 for routine follow-up. The rv lead continues to exhibit noise. All other electrical measurements were stable. The patient was asymptomatic and would continue to be monitored.